Event description:
A malfunction alarm, specifically an altitude alarm 21, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer initially followed instructions to clean the speaker holes and reconnect the existing cartridge, but insulin delivery did not resume. Upon loading a new cartridge, the issue was resolved without the alarm recurring, and the pump resumed normal operation.